Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing up and medications were not crossing over. A technical support specialist (tss) stated that the patient profile was now showing up and the order was not crossing over. However, the issue was resolved but no information was provided on how the issue was resolved. No further problems were reported, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary the medication for a patient was not crossing over. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.